Manufacturer narrative:
Product analysis: analysis was able to confirm the printer and pdf issues. The programmer memory was full preventing the programmer from printing. Analysis was unable to confirm the touchscreen issue. The software was reconfigured and reloaded. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer was not working, the touchscreen failed, and the programmer was unable to convert to portable document format (pdf) files. The programmer was returned for service. There was no patient involvement.